Manufacturer narrative:
There were no reported patient complications resulting from the alleged issue. The alleged issue occurred outside the us. A similar device is distributed by quest medical in the us. An investigation will be conducted on the console and a follow-up medwatch will be filed if further information becomes available.

Event description:
A report was received regarding an issue encountered during use of the mps console. The report states that the mps console displayed ec179 "bc cam ref not found" and required the user to remove the console from service.

Manufacturer narrative:
Analysis of the data log confirmed the issue complained about. The device was evaluated and the motor driver board was found to be problematic and it had high current on the bc circuit. The motor driver board was replaced, the device was reassembled and it passed all functional testing.